Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reported that they experienced a leak of bone marrow from 2991 cell processing bags. A transfusable dose was recovered and there was no adverse health effects reported or alleged for the bone marrow donor or recipient. This report is being filed due to the potential for injury due to loss of bone marrow product. Multiple attempts to obtain pt identifier info were unsuccessful.

Manufacturer narrative:
(B)(4). The incident occurred on (B)(6) 2009 with a disposable kit from lot number 04r15005. Fifty six percent of the white blood cells (wbcs) was recovered after reprocessing. This was enough to be transfused to the recipient, but did not meet the customer's goal of recovering 70% of the wbcs. A service representative performed a "machine checkout" on this piece of equipment. It performed as expected and no problem was found with the machine. The bone marrow recipient was already conditioned with chemotherapy and this was the only bone marrow available to them. The leak occurred at the tubing below the rotating seal approximately half way through the procedure. Sterility samples were taken and showed no bacterial contamination as of january 4, 2010. It was determined that the site was not following the instructions in the operator's manual for processing bone marrow in a way that prevents the centrifuge from idling. Discontinuous processing of the fluid, so that the centrifuge is motionless for an extended period of time, can result in the ceramic faces of the seal adhering together. Upon restarting of the process, the rotating seal can potentially fail due to the stuck ceramic components. Another procedural concern is the clamping of lines using hemostats so that flow during 'super out' is restricted. Excess pressure across the rotating seal can potentially occur and cause the leak failure of the rotating seal. On january 4, 2010, the lead technician at the customer site stated that they had changed their procedures as a result of discussions with the caridianbct senior product support and training specialist about the procedural issues. Conclusion: the incident was caused by operator error.